Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) over 400mg/dl and trace ketones. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, the customer did not respond.